Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements. In addition, the lead was no pacing or sensing appropriately. An x-ray revealed this lead was dislodged. A revision procedure was performed. This lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual observation revealed the helix was extended and there was dried blood throughout the helix mechanism and though the lead lumen. The lead tip was bent between the helix housing and the anode ring at a 9 degree angle. Conductor coils were deformed at 368 mm from the terminal pin, likely due to the suture sleeve tie down. The insulation was cut at 375 mm from the terminal pin, likely due to the removal of the suture sleeve tie down. Analysis concluded there was no lead abnormality that would have contributed to the reported clinical allegation. Analysis concluded this lead was electrically continuous.